Manufacturer narrative:
It was reported that the venous probe cable (short version, article#70104.8804) insulation had failed, therefore values of the venous probe were not displayed. The cardiohelp was exchanged during treatment. A getinge service technician (fst) was sent for investigation and repair on (B)(6) 2021. The fst could confirm that the venous probe cable insulation was damaged and that the short cable was concerned. The cable was replaced and the device was put back in use according to factory¿s specifications. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values. In the instructions for use (IFU), chapter 2.2.5 "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. In addition in chapter 5.3 "connection the sensors" is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The venous probe is operated with a supply voltage of 9v. Voltages below 10 v can be perceived under certain conditions (e. G. Wet skin), but there is no risk for harm due to an electrical shock. In order to address this failure a CAPA# (B)(4) was initiated and the following root causes were identified: the venous probe cable is too short the diameter of the cable is too high, which decreased the flexibility the coating contains polyvinylchloride, which gets brittle when additives like plasticizers and stabilizers are vaporized. Sunlight and aggressive cleaners increase the aging. As a corrective action a new venous probe cable was implemented which is longer and has a smaller diameter. The coating contains polyurethane, which is weatherproof in all climatic zones and the risk for being brittle is low. Based on this the reported failure "venous probe cable insulation failed" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported, that the insulation of the venous probe failed during treatment. This caused that the values of the venous probe were not displayed. Therefore the cardiohelp was exchanged during treatment. No patient harm was reported. Complaint ID# (B)(4).